Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. It was reported the patient was on 1.7v, it was uncomfortable, and they had to take medication last night. The patient reports was having problems sitting, however, they noted they fractured her "sacral" (B)(6) 2011 so they always had problems sitting, but it had been worse since yesterday. They had started trial yesterday, and stated since it had only been 48hrs since trial they didn't want to bother the healthcare provider (hcp) yet. The patient adjusted stimulation to 1.6v while on the phone and noted the stim felt better, and it was too soon to know if they were getting relief from therapy. The patient later reported on (B)(6) 2016 having pain/burning at the incision site when getting up and moving since the trial had begun. The patient stated it had gotten better with each day, however they also got migraine headaches from the pain and had taken tylenol with codeine, which made them constipated. They had reduced it somewhat and had taken advil. It was difficult to sit because of the pain, and they were not sure if the therapy was effective yet because the patient's incontinence episodes occurred somewhat infrequently (sometimes between 7-10 days), so the trial was planned to last 2 weeks. The patient later reported on (B)(6) 2016 that they had uncomfortable stimulation and noted they sitting/laying down made their symptoms worse. The patient had pain and discomfort, possibly from a unhealed pelvic fracture, but thought it was a device issue. The had pain in buttock, a dry, raw and chaffed left vulva and irritation of the left vulva was experienced immediately when they had woken up from anesthesia on (B)(6) 2016. They noted straining when voiding and had to avoid sitting down too fast or the pain and discomfort in left vulva worsened. The therapy was on and no falls/trauma were reported to have been related. The patient was initially at 1.8, had decreased to 1.2 and then 0.5, where they stated they could still feel some of the symptoms but it was no longer painful. At 0.0, it had almost completely gone away, they could feel their left vulva relax and felt a warm and tingly feeling instead of the symptoms reported. When they turned the device off the sensation and symptoms stopped completely. The patient had two other available programs but had no orders to change so they remained on program #1, and they only had one lead so could not change sides. They had called their hcp and the medical assistant stated that the permanent implant was less painful than the trial. The patient was to wait to hear from their hcp or manufacturer representative (rep). The patient later reported on (B)(6) 2016 they had a headache earlier but it was okay now and the headache was gone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.